Manufacturer narrative:
The device was received. The investigation is not complete. This report represents all the information known by the reporter upon query by hospira personnel.

Event description:
During testing at the user facility, the device alarmed with a whitescreen error. The customer contact reported the device would not communicate with the server. There were no reports of any adverse patient events or delays in critical therapies while the device was in clinical use. No additional information was provided.